Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft break was confirmed. The reported difficulty to insert could not be replicated due to the condition of the returned device. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions for this lot. A query of the electronic complaint handling database revealed no other incidents for difficulty to position or shaft break reported from this lot. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during advancement of a nc trek through the guide catheter, moderate resistance was encountered and the distal shaft fractured inside the patients anatomy. The device was removed in one piece without difficulty and saved for return. There was no clinically significant procedural delay and there were no reported adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.